Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not capturing at maximum outputs. In addition, the pacing impedance measurements were above 2,000 ohms several days after implant but then drastically dropped down to 300 ohms. The shock impedance measurements and sensing were both in normal range. No oversensing or inappropriate therapy had been delivered by the implantable cardioverter defibrillator (ICD). No adverse patient effects were reported. The patient was to be brought in at a later date for another device check.

Manufacturer narrative:
Once any additional information becomes available, this report will be updated.

Event description:
Additional information was reported that the physician suspected that the rv lead micro-dislodged and a lead revision was performed. The rv lead was successfully repositioned. No changes were made to the device. No additional adverse patient effects were reported. Both the device and rv lead remain implanted and in service.